Event description:
Healthcare professional reported "left-side rupture seen during surgery plus capsular contraction baker grade iii/IV". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture. Device evaluation: visual analysis of the photographs identified black/white encapsulation and red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.